Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage. A receiver charge was performed and failed. A receiver boot test was performed and failed. Functional tests (n/a). The receiver log was not downloaded. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.